Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the camera cable unit plug of the video cable section is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable unit plug of the video cable section is damaged. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope exhibited an issue where the connector detached from cable. This occurred during installation. There was no patient involvement.